Event description:
Name of procedure being performed: unknown (before use). Detailed description of event facility: [name] . The sterilization pack had a hole. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when it was confirmed before the surgery, it was confirmed that the sterilization pack had a hole. The case was completed with the new one. We would like to know the information as follows: ·how many have been reported from other countries the occurrence of the incident that the sterilization pack had a hole? ·how many have been reported the incident in the same lot number? Initial investigation report: the event unit was returned to us and visually inspected. It was confirmed that the sterilization pack had a hole (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Components available for return: 1 steriliized pack. Patient status: na (no patient involvement) type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown (before use). Detailed description of event. Facility: [name]. The sterilization pack had a hole. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when it was confirmed before the surgery, it was confirmed that the sterilization pack had a hole. The case was completed with the new one. We would like to know the information as follows: how many have been reported from other countries the occurrence of the incident that the sterilization pack had a hole? ·how many have been reported the incident in the same lot number? Initial investigation report: the event unit was returned to us and visually inspected. It was confirmed that the sterilization pack had a hole (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Components available for return: 1 steriliized pack patient status: na (no patient involvement) type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a hole in the packaging. Based on the condition of the returned unit, it is possible that the hole in the packaging was caused by contact with a sharp object during manufacturing or improper handling of the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.